Manufacturer narrative:
The beckman coulter fse determined that a malfunctioning substrate pump was the cause of the failed system check. The malfunctioning pump caused the substrate fluidics system to dispense a lower than specified substrate volume. Testing of the replaced pump at the (B)(4) laboratory confirmed the failure mechanism identified by the fse. The reported system check failure mode is consistent with under-delivery of substrate and replacement of this part resolved the issue. This malfunction has the potential to cause the analyzer to generate erroneous patient results; however there is no indication that this potential was realized in this instance. (B)(4).

Event description:
A beckman coulter fse (field service engineer) was onsite for an unrelated issue and reported that a system check performed on the customer's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)) had failed. The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event.